Manufacturer narrative:
According to the information received the user had poor benefit with the device. The device investigation showed that a demagnetization has taken place on implant and transducer magnets. An unreported 3.0 tesla MRI examination has very likely affected the implant- and transducer-magnets explaining the decrease in performance. A 3t MRI is contraindicated for this device type. This is a final report.

Event description:
The user reported little benefit with the device and wanted the device removed. The user was explanted.